Event description:
It was reported that the patient had revisions on her implantable neurostimulator (ins) because the "surgeon messed things up". If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).